Manufacturer narrative:
Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). The sample was received for evaluation. The sample was visually inspected and the suture was attached to catheter material which caused a severe kink and damaged to internal wires. The catheter material mashed 5cm from tip and 20cm from connector. The device passed electronic, noise, linearity/hysteresis and signal drift tests. The determined cause is stated to be mishandling of the catheter. The manufacturing records were reviewed, and no anomalies were found. Based on the results of the investigation, the reported issue could not be confirmed.

Manufacturer narrative:
It was previously reported that the device was not returned. The device has been returned and is awaiting evaluation. This report has been updated to reflect the corrected information.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a microsensor and associated cable had elevated readings after it was removed from the patient. It was reported that the complaint sensor was about to be withdrawn from the patient¿s body because his/her condition was good, however, the score of the icp sensor went up to 30 after removal of the device. The surgeon understands that the score rises while withdrawing, but it was unexpected that the score remains high after withdrawing. There were no reports of delay or patient harm. It will be returned.